Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the railing on drawer 2 was broken and not able to shut. A field service engineer removed the drawer from the cabinet and replaced the drawer rails to resolve the issue. The escort tested the system, and it was working properly. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a track broke on drawer, cannot close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.